Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that a patient was placed on impella cp support for mechanical circulatory support. Upon attempting to wean off the pump, the patient went into ventricular tachycardia and then into ventricular fibrillation. The patient was shocked multiple times but the patient continued to spiral and subsequently passed away. Medical safety review of the event noted there is not enough evidence to exclude the impella as an associated factor in the patient's (death) outcome.